Event description:
On 03/13/1998 the account reported erratic ck-mb and troponin results and the patient subsequently had a cardiac catherization. A ck-mb result of 23.2 n/ml and a troponin result of 14.7 ng/ml were reported. The sample was later retested and gave the following results: ck-mb= 3.9 ng/ml and troponin= 0.1 ng/ml. The account stated the serum sample was found clotted. The patient has been discharged. No further info has been provided by the account.